Event description:
Devilbiss healthcare was notified of a complaint involving an oxygen concentrator by an end user stating, "the unit is not working, it has burnt his nose and lungs." He said it "snapped him out of his sleep and woke up with his nose and nostrils burning." He said for about 30 minutes he was spitting out burnt stuff." The end user did not seek medical attention. Devilbiss retrieved the product for evaluation, which determined the unit was operating as intended, to specification. There was no evidence of any thermal issue, no high temp errors recorded, and no other evidence of a malfunction. There was evidence the unit was operated in an area where cigarette smoking was occurring; the device emitted a cigarette smoke odor, and the tubing was discolored (yellow), a common finding when devices are operated in cigarette smoke environments. Devilbiss will file an update if additional information becomes available.